Manufacturer narrative:
(B)(4). Batch # r5aa6h. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with this device for this particular procedure? Were the tips of device able to be visualized while closed on the diverticulum? Can it be confirmed that all tissue within jaws was proximal to cut line and no extraneous tissue was within jaws distal to cut line? After firing, were staples visible? Were any staple formation issues noted throughout care of patient? Was a myotomy performed? What approach did surgeon use- transoral or transcervical? What was the approximate size and thickness of diverticulum? How many devices were used in procedure? What is the current patient status?

Event description:
It was reported that during a zenker's diverticulum the device was fired and it appeared to have completed the firing sequence and appeared to have fired with no issues. The surgeon had a cat scan done because he was not confident that the device stapled correctly. The cat scan showed that the staples did not deploy. The patient was brought back to the or. The patient was opened up and the surgeon over sewed where the staples did not deploy.